Event description:
Physician reported left side wrinkling. Physician additionally reported left side device removal following cytology of "500 cc of straw colored fluid" removed from the pt after a report of "swelling on the left breast." Pathology report on the capsule "revealed anaplastic large cell lymphoma," cd30+ and alk negative.

Manufacturer narrative:
Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/ chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid breast implant contamination or damage from sharp instruments. The natrelle core study will continue to evaluate the long-term (10 years) safety and effectiveness of these products. In addition, allergan has initiated a separate large 10-year post-approval study (the breast implant follow-up studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as to provide a real-world assessment of some endpoints. The endpoints in the bifs large post-approval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, lactation issues, cancer, suicide, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these two studies. There were 8 primary recontruction pts (8%) with new reports of breast cancer through 7 years in the core study. There was a 17% benign breast disease rate and a 10% malignant breast disease rate through 7 years. For revision-reconstruction patients, there were no reports of other cancers, such as brain, respiratory, or cervical/vulvar in primary reconstruction or revision-reconstruction pts. A recent report indicates that larger sized implants (>350cc) may increase the risk of developing complications such as implant extrusion, hematoma, infection, palpable implant folds, and visible skin wrinkling requiring surgical intervention to correct these complications. Pt should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain pt satisfaction but carries additional considerations and risks.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).